Event description:
Event description guidant received information that this transvenous defibrillation lead is showing a "shorted lead condition". Patient has some inappropriate episodes. Lead condition indicates insulation breakdown. Lead and device are being replaced. No allegation against the pg.